Event description:
Pt reported that a 3 count package of strip drums had no expiration dates printed on the vials. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.